Event description:
It was reported that during a da vinci-assisted nissen fundoplication isolated surgical procedure, the customer called back to report that they were still having issues with the vessel sealer working on the e-100. It was noted that the vessel sealer would work for approximately 5 minutes and then stop. Customer used the vessel sealer on the integrated electrosurgical unit (iesu) and moved forward with the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The e-100 generator was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was returned for failure analysis; however, the reported issue could not be confirmed. This e-100 generator was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. The vessel sealer instrument was installed onto unit with a saline dipped gauze in the jaws. The e-100 was fired with yellow pedal/sync activation and cut/seal about 100 times. The e-100 worked fine without any issue. Could not replicate reported failure.